Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR. The legal manufacturer was unable to determine the root cause.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. Additional information received from the customer states the endoscopes were cultured and passed. The method for testing the scopes used was an atp water test and apt surface test. The cause of the patients' outcome is not applicable. The manufacturer, model, serial/lot number of the brush that was being used was an maj-1888 and 5bd-289. The cleaning and disinfectant solutions used with the endoscopes are endozime premium with apa. It is unknown how the minimum effective concentration is being checked. The type of aer being used to reprocess the endoscope is an olympus oer-pro serial number (B)(6) . The endoscope channel being brushed during manual cleaning. A single use brush is being used. The model of the brush is an maj-1888 (olympus) and sbd-289 (boston scientific). Pre-cleaning is being performed after a procedure. The scope is wiped down and the insertion tube. The water is aspirated then air is put through the suction channel. The air/water channel, cleaning adapter is attached. Air is put through the water channels. The endoscope is being leak tested prior to manual cleaning. The model and manufacturer of the leak tester is a scopevalet i.q. Mdcs-03. There has been no issues with the aer. The sink has not backed up with water. There was no residue or biofilm noted in the sink. No errors, alarms, smoke or burnt smell was noted. No patient's became ill. There is flushing of air into the endoscope channel after reprocessing. The last time a reprocessing in-service was provided was (B)(6) 2020. There has not been any change in the reprocessing personnel since then. All of the reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in a scope storage cabinet.

Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, while onsite the ess informed the facility¿s director that the incorrect cleaning brush was being used. Reprocessing in-service with the facility¿s staff. The ess reported that the director confirmed that the correct cleaning brush would be ordered and requested to reschedule the in-service since the facility would be upgrading the tjf-160vf for a tjf-q190v. The scope was not returned for evaluation. The instruction manual ¿reprocessing before the first use/reprocessing and storage after use¿ section states ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
The service center was informed that during a reprocessing in-service with an endoscopic support specialist (ess) at the customer¿s site, the scope was improperly reprocessed. The ess reported that while setting up for manual cleaning it was noted that the customer did not have the correct cleaning brush maj-1534. There were no patient infection reported.